Manufacturer narrative:
The instrument was returned and evaluated. Confirming the customer's reported complaint, engineering found the instrument's wrist cables and back end cables to be tight and intact. Additional observations found the instrument's main tube to be broken at the junction of the proximal clevis and main tube. The main tube feature which mates with the proximal clevis is broken off and missing. Based on these findings, engineering has concluded that the damage is likely due to misuse and/or mishandling.

Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff observed small fragments in the patient's pelvis area. The end of the permanent cautery hook instrument was noted to be misaligned with pieces of the sheath end missing. The fragments were removed and the procedure was completed with a replacement instrument of the same type. No patient harm was reported. The delay in reporting is due to an administrative oversight where the complaint handling representative misfiled the report for reporting the week after it was due.